Event description:
It was reported a shaft break occurred. A 3.25mm x 20mm nc emerge balloon catheter was selected for use. However, upon loading the device on the wire, it was noticed that the shaft broke in half. The procedure was completed with another of the same device successfully. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 48.9cm from the hub. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and on the balloon folds. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported a shaft break occurred. A 3.25mm x 20mm nc emerge balloon catheter was selected for use. However, upon loading the device on the wire, it was noticed that the shaft broke in half. The procedure was completed with another of the same device successfully. No patient complications were reported.